Event description:
It was reported that during normal use, the device fractured twice from the middle position. It was noted that the power was not high and there was no fiber kinking. Additionally, the chief physician arm was scalded. The procedure was completed with another of same device. The patient condition following the procedure was reported as stable.